Manufacturer narrative:
The device was not returned to zoll medical corporation but a zoll field service representative (fsr) was able to visit the customer site for device evaluation. During the investigation it was noted that the fsr was unable to replicate the customer report from 9 january 2026. No log was available as part of the investigation. The device was tested and passed successfully. The device has been in service since the incident without any simlar reports. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.